Event description:
Initial result for a patient ammonia was <0.0 umol/l. When repeated, the result was 72 umol/l. The incorrect result was not reported. The field service rep was unable to determine a cause for the discrepancy.